Event description:
The customer reported that they filled the reservoir with 120u before going to work and the insulin was exiting, but the numbers on the screen were not displaying. They then changed the infusion set and the reservoir; the insulin exited and the numbers appeared on the screen. The customer went to work and their blood glucose was low. They checked the reservoir and it was empty. During the call the customer stated that they were hospitalized due to low blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested customer to call md to discuss possible causes of low blood glucose.